Manufacturer narrative:
(B)(4). The customer returned two unopened cvc kits for analysis. Both kits were opened in the lab, and visual analysis revealed that the introducer needle hubs were cracked while being connected to the arrow raulerson syringe (ars). Further inspection of the needle hubs revealed two cracks located on opposite sides of the hubs on both samples. Microscopic examination confirmed that the cracks were located at the injection molding gate locations. No additional defects or damage were identified. The returned arrow raulerson syringe (ars) and introducer assembly were functionally tested as per the instructions for use (IFU) provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The ars/needle assembly was inserted into a cup of water, and aspiration was attempted. No water could be drawn into the syringe while the needle was attached. The ars was then tested without the needle, at which point water was successfully aspirated. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for 34c25j0201 regarding the failure mode "needle hub cracked". The customer report of a cracked needle hub was confirmed through evaluation of the returned samples. Visual and microscopic inspection of the needle hubs identified two cracks located at the injection molding gate locations. The location and appearance of the cracking are consistent with failures related to the manufacturing/assembly process. Based on the customer report, evaluation of the returned sample, and input from manufacturing, the most likely root cause of this complaint is manufacturing related. The observed failure mode is consistent with the failure mode currently under investigation in a previously opened CAPA. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during central line placement, introducer needle was inserted under us guidance. When I went to pullback on the syringe, I got air bubbles mixed with blood return. After removing the needle, attempted to flush the needle and the syringe with normal saline. I had a similar finding, with air bubbles in the syringe. In flushing the saline out, fluid was expelled out the side of the needle hub, revealing a hole within the needle hub that could inappropriately introduce air into the closed system. The needle was discarded and a new cvc kit was opened. Procedure was completed with no complications to the patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during central line placement, introducer needle was inserted under us guidance. When I went to pullback on the syringe, I got air bubbles mixed with blood return. After removing the needle, attempted to flush the needle and the syringe with normal saline. I had a similar finding, with air bubbles in the syringe. In flushing the saline out, fluid was expelled out the side of the needle hub, revealing a hole within the needle hub that could inappropriately introduce air into the closed system. The needle was discarded and a new cvc kit was opened. Procedure was completed with no complications to the patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".